Event description:
It was reported that a patient experienced loss of consciousness and lightheadedness.

Manufacturer narrative:
No additional information was reported/additional information was requested but not received.